Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture and detachment occurred. The >80% stenosed target lesion was located in the moderately tortuous and severely calcified tibial artery. The 3 x 150 x 90 sterling sl balloon catheter was advanced to the lesion. During the first inflation to 12atms, the balloon ruptured. Subsequently, a portion of balloon material from the distal end detached. The balloon fragment was able to be removed utilizing a non bsc snaring device. The procedure was completed with a different device. There were no additional patient complications and the patient's status is stable.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture and detachment occurred. The >80% stenosed target lesion was located in the moderately tortuous and severely calcified tibial artery. The 3 x 150 x 90 sterling sl balloon catheter was advanced to the lesion. During the first inflation to 12atms, the balloon ruptured. Subsequently, a portion of balloon material from the distal end detached. The balloon fragment was able to be removed utilizing a non bsc snaring device. The procedure was completed with a different device. There were no additional patient complications and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed blood in the balloon and inflation lumen. There was a complete circumferential tear of the balloon connected with a longitudinal tear in the distal end of the balloon. The inner shaft was detached at the bond that joins the inner and outer shaft components. The inner shaft fracture faces were jagged and stretched. Magnified inspection of the inner shaft fracture surface presented no evidence of any material or manufacturing deficiencies contributing to the separation. There was no evidence the damage was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).